Event description:
The surgeon performed bilateral partial knee arthroplasty cases using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing with the trial components in place, the system displayed tightness in the graph compared to the pre-resection graph. The surgeon evaluated the joint to be acceptable clinically, even while upsizing the tibial insert thickness by 1 mm. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The joint balancing calculation assumes that the implants should be touching; therefore, if they appear to be farther apart, the software assumes that the joint is tighter. The software functioned as intended, and the surgeon was able to achieve a successful outcome.